Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h4, h6 and h11. The device was returned to olympus for inspection and the reported failure (optics overexposed, full light comes on when switching to 2d) was not confirmed, meanwhile the picture turns black was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the r-unit is broken. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the r-unit is broken and therefore the image in 2d mode is not displayed. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had the optics overexposed, full light came on when switching to 2d, picture turned black. The issue was found during set up / inspection for use. There were no reports of patient involvement.